Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported "rippling". Later patient reported "capsular contracture, baker grade IV". Later healthcare professional reported "capsular contracture baker grade iii/IV with a possible rupture and bilateral rippling". This record is for the left side. The device has been explanted and replaced. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.6b, h.6.

Event description:
Later healthcare professional reported "capsular contracture baker grade iii/IV with a possible rupture and bilateral rippling". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rippling". Later reported capsular contracture baker grade IV and rupture. This record is for the left side. Device remains implanted.